Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The following physical damage was noted: minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her entire keypad became unresponsive. The patient stated that there was possible moisture exposure. She put her insulin pump in a zip-lock bag while she was in the pool. The customer also wore the device in her bra and it was hot yesterday, causing her to possibly sweat. The patient also mentioned that her blood glucose was 492 mg/dl when she woke up this morning. The patient treated via manual insulin injection. The insulin pump was returned for analysis.